Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq1131 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the patient had cerebral hemorrhage, hiatal hernia, and hypertension. Due to the poor vascular condition of the patient, long-term infusion was required. On (B)(6) 2022, a PICC central venous catheter was placed in the right upper extremity for intravenous infusion. On (B)(6) 2022 when the nurse visited the ward at 3:30 in the morning on sunday, it was found that the connection of the patient's PICC catheter was separated, and the patient did not complain of discomfort. The local skin was disinfected and covered with sterile film. After the PICC pipeline connection is separated, check the integrity of the pipeline and communicate with the patient's family to express understanding."